Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, "failed pressure test (high pressure)," was not confirmed. Evaluation did not observe any symptom or potential cause of the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pressure test (high pressure) with 21 psi (pounds per square inch). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.